Manufacturer narrative:
The returned sedline module and patient cable were evaluated. During evaluation the patient cable was tested with a known good sedline module and a "high impedance detected" error message was displayed. Also, there was no waveform on the r1 channel were observed. Additional testing verified that there is high impedance failure for the r1 channel. The returned patient cable was found to have the orange conductor broken at the solder point inside the spring pin connector. The returned sedline module was verified to be functioning as designed.

Event description:
It was reported that the r1 derivation does not measure properly. No known impact or consequence to patient.